Event description:
Plant security officers responded to a person found unconscious, face down and bleeding in the plant parking lot and down for approximately 10 minutes. The patient was connected to the device and the "analyze" button pressed. The report states that the device advised a shock but that the charge was removed. The report states second analysis resulted in a "no shock advised", then in the third analysis, the device advised a shock but that the charge was again removed. The report further states that subsequent analyses resulted in no shock advised messages. The patient was not resuscitated. The reporter stated that any device malfunction did not cause or contribute to the death of the patient because the patient was not viable at the time the device was used.